Manufacturer narrative:
Additional information: section b5: through follow ups we learned that no information about the patients is available. According to the customer, this has happened several times, and recently became more frequent. The material is not available for investigation. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - initial reporter name: unknown, as information was asked but it was not provided. Section e1 - telephone number:(B )(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the use of healon pro 0.55ml, a very slight fibrin (inflammatory) reaction was observed in patients the day after surgery. The affected patients were treated with floxal at, and complete healing was noted one week post-operation. The exact number of patients is unknown. No further details were provided.